Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the black pulse wire and gel fire wires were cut causing the faults. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.